Event description:
It was reported that prior to a biopsy procedure, the hair was allegedly stuck in the product. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed maxcore disposable core biopsy instrument and three electronic photos were provided for evaluation. Visual examination of the returned sample shows that a hair was noted to be attached to the seal of the packaging. No other anomalies were noted. The photos shows the sealed maxcore device packaging, in which a hair like foreign material was noted inside the packaging. Therefore, the investigation is confirmed for the reported device contamination with chemical or other material as the hair attached to the seal of the packaging. A definitive root cause for the reported issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the hair was allegedly stuck in the product. There was no patient contact.